Event description:
It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report number: 2183959-2012-03362.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report- (B)(4).